Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. The displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests or verify compromised force sensor system error alarm were unable be done due to damaged lcd glass. The pump had broken off the end cap, cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 280mg/dl. The customer was advised the pump would be replaced and returned for analysis.